Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. Which was suspected to be caused by a lead fracture. The patient was brought to an in-office check due to the patient was symptomatic and pacing inhibition was determined. A revision procedure was performed, and both the rv lead and the right atrial (ra) lead broke. It was unable to get all the rv lead and the distal tip stuck in the vein. While the ra was successfully removed. All pacemaker system was replaced. No additional adverse patient effects were reported.